Manufacturer narrative:
H3: new information.

Manufacturer narrative:
The article reported two patients who developed infection and the mesh was removed. Despite multiple requests for information such as, patient ID, weight and health history for both patients, no information has been received. Additionally, the device lot numbers and implant/explant dates were not received. Per the article, 108 patients were women and 48 were men. The median age was 59.5 (ranging from 19 to 83) years, therefore patient information is estimated. The date of the article is used as the event date. According to the adverse reactions listed in the gore® dualmesh® biomaterial instructions for use: "as with any surgical procedure, there are always risks of complications in surgical repair of soft tissue deficiencies, with or without mesh. Complications may include but are not limited to, infection, inflammation, adhesion, fistula formation, seroma formation, perforation, wound dehiscence, would complications, pain, bowel obstruction, ileus, revision/re-invention, fever and recurrence". [(B)(4)].

Event description:
The following publication was reviewed: the results of expanded polytetrafluoroethylene mesh repair in difficult abdominal wall defects. The publication reports a study of abdominal wall defects of various etiopathologies at (B)(6) hospital between october 1997 and june 2011. The study included 156 adult patients who underwent difficult abdominal wall reconstruction (awr) with e-ptfe mesh for incisional hernia and ventral hernias, and created abdominal wall defects (awds)of various etiopathologies. According to the publication, two of the patients in the study developed a mesh related infection after being implanted with gore® dualmesh® biomaterial. It was reported that the mesh was removed.